Event description:
Opened ethicon stapler for procedure, noted ¿stapler being wet¿, stapler removed from the field never reached the patient. New stapler opened with no disruption of surgical procedure. Stapler ech60s, ethicon lot: a9cx3k exp: 03/31/26.